Manufacturer narrative:
Insulin pump received with blank display due to cracked and bleeding lcd display window noted. The test reservoir was able to lock in place. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had broken lcd or blackness behind screen and in casing. No harm requiring medical intervention was reported. The device will be returned for analysis.